Event description:
A malfunction alarm was reported, identified by the code "malf 12." There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again.